Event description:
It was reported that, according to data obtained from the slovak arthroplasty register 2003-2011, a total of 43 un-cemented bicon-plus primary total conventional hip replacement procedures were studied in a period between 2003 and 2011. From this cohort, 1 patient required a revision surgery of the cup due to an unspecified reason. As the information was extracted from the slovak registry, no further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: according to data obtained from the slovak arthroplasty register 2003-2011 [1], a total of 43 un-cemented bicon-plus primary total conventional hip replacement procedures were studied in a period between 2003 and 2011. From this cohort, 1 patient required a revision surgery of the cup due to an unspecified reason. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, insufficient information was made available to determine the revision of instructions for use applicable to the device at the time of manufacturing. However, a review of current revision was conducted and the instructions for use lists several possible adverse effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported event could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported device and the reported incident cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: necas, l. & katina, s. & uhlárová, j. & colton, c.l.. (2013). Slovakian arthroplasty register: survival analysis of total hip and knee replacement in slovakia 2003-2011. 80. 1-85.